Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.028. Lot: 9345776. Manufacturing site: hägendorf. Release to warehouse date: 22. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. A product investigation was conducted. Visual inspection: the shaft of the device is broken at the end the first rotation of the irregular spiral cut. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. Due to the geometry of the puzzle shaped spiral cut, the broken shaft remains assembled to the handle despite the complete break. The device also shows a slight bow over the length of the shaft. The hexagonal drive shows worn edges but which would not impact the functionality. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: outer shaft diameter was measured and found to be within specification per relevant drawing. Document specification: the relevant documents were reviewed as part of this investigation: based on the review of the drawings, no design issues contributing to relevant complaint condition were identified. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material/hardness review: a material review could not be performed as only top level of the device history record reviewed as sub-components are not lot tracked. Conclusion: the root cause could not be definitively determined as the circumstances at the time of the break are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during hip surgery the hexagonal flexible screwdriver was broken at the base when tightening the screw. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant medical products reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 5mm hex flexible screwdriver. This is report for 1 of 1 for complaint (B)(6).